Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed that the batteries failed the run time test. To resolve the issue, the stm replaced the batteries, reset the preventative maintenance (pm) due date, battery replacement date, and discharges. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved and no adverse event was reported.